Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.